Event description:
Patient presented to the emergency department with severe respiratory distress. Part of the treatment plan was for the ed physician to insert a central line under ultrasound guidance. The physician initially attempted to place a right internal jugular central line. However, during placement the guide-wire started to fray. The guide-wire had been placed and the catheter advanced over it. When the physician was removing the wire it started to fray and unravel. The wire and catheter were then removed in block. The physician indicated that the entire wire did come out in its entirety and this was confirmed by close evaluation of the wire. The physician then went to the left neck and internal jugular central line was placed with no issues. A chest x-ray was taken to confirm placement and the x-ray showed no evidence of any guidewire in the chest. The brief delay did not impact the patient adversely. The wire was retained and is available for the manufacturer to evaluate upon their request.